Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a procedure, this cardiac resynchronization therapy defibrillator (crt-d) was exposed to electromagnetic interference (emi) through electrocautery. The emi exposure caused noise which led to oversensing and pacing inhibition. Boston scientific technical services recommended putting the crt-d into electrocautery protection to avoid these observations during the procedure or using shorter, irregular bursts of electrocautery. This crt-d remains in service. No adverse patient effects were reported.